Event description:
A report was received that the patients lead was damaged. High impedance was also noted. No next course of action will be taken.

Event description:
A report was received that the patients lead was damaged. High impedance was also noted. No next course of action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.